Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 405 mg/dl. The customer did not provide information about symptoms and treatment. The insulin pump alarmed no delivery. Assisted customer in performing a 5.0 unit fixed prime. Customer stated the insulin exited. Customer was able to remove set at this time to test site portion of infusion system. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.